Event description:
On (B)(6) 2013, the patient reported the infusion device went into the stop mode without providing an error message. This resulted in an elevated blood glucose level (value not provided). She had reported an e10 cartridge error approximately 3.5 hours prior to this complaint. The error message was cleared during the troubleshooting call, and the infusion device was placed back into the run mode. She reported the infusion device did not display an error message this time. The battery and battery cover were less than 1 day old. She switched to her backup infusion device and delivered insulin to treat hyperglycemia. The alleged infusion device, battery, and battery cover were replaced and requested for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.